Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic wedge resection procedure. The jaws of the device did not close completely. The case was completed using a new device. No patient injury.